Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor, and excessive no delivery test. There was no motor error alarm noted. The motor tested outside of device and passed. The unit received with a cracked case at display window corners.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer was assisted with clearing the alarm. Customer stated that the motor error occurred 4 times in the last 30 days. It was explained to the customer that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer was asked to return the pump for analysis. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm-real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.